Manufacturer narrative:
Conclusion: the device will not be returned.

Event description:
Corpectomy was performed at c5 with vertebral body implant and anterior spider plate from c4 to c6 on (B)(6) 2013. On (B)(6) 2015 dr. (B)(6) reported (alleged) screw back-out, inferior screws require removal, revision. No injury to the patient and no surgical delay. The revision surgery occurred on (B)(6) 2013. Complainant, dr. (B)(6) also reported on (B)(6) 2015, that he performed the revision surgery out of concern for erosion and subsidence of the cage, and that he was concerned the subsidence would result in reoccurrence of stenosis.